Event description:
It was reported that the patient's right ventricular (rv) lead and right atrial (ra) lead had possible fractures and noise. It was further reported that the ra lead had high impedance. Both of the leads were capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.